Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the status screen shows 301.0 units left, but there was nothing for the time left. The customer stated that the insulin pump does not alarm when the reservoir was running low or when the insulin pump was not delivering insulin. Then the customer stated that she run another bolus and the insulin still did not alarm. The caller stated that she does not feel comfortable and would like to return the insulin pump. No further information was provided.